Event description:
The device was not being used and the flotation dish had been removed from the heating well. The heating unit had been accidentally turned on and the plastic frame of the device was starting to melt and smoke while it was positioned on a lab counter. Fortunately, a lab tech working in the area smelled the burning plastic and investigated. The device was unplugged and transported to our biomed dept for inspection.